Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they went to the emergency room on (B)(6) 2018 at 5:30 am due to a blood glucose level of 428 mg/dl. Blood glucose level at the time of the call was 295 mg/dl. During the call the customer experienced symptoms such as nausea, urinating and thirst, symptoms that were reported at the hospital included nausea. The customer was given insulin through intravenous therapy at the hospital. Troubleshooting was provided for the high blood glucose. The customer reported a bent cannula on a previous set. The insulin pump will not return for analysis.